Event description:
A pt reported experiencing erratic results wtih a lifescan meter. The pt's blood glucose results were 180, 120 mg/dl. Tests were done with 10 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.